Event description:
The pt was implanted with a synchromed pump and catheter in 1996 for intrathecal infusion of lioresal for intractable spasticity due to multiple sclerosis. The hcp determined that the pump had stopped delivering medication due to the increase in spasticity seen in the pt and explanted the pump in 1999. He did not perform an x-ray rotor test. He returned the pump to the MFR for analysis. The pt underwent implantation of another synchromed pump on the same day.